Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's monopolar yaw pulley had thermal damage. The yaw pulley exhibited charring and localized melting at the side of the yaw pulley. Failure analysis concluded that the charring was a likely sign of an arcing event. No other damage was found. This report is being reported due to the following: there was charring and localized melting at the instrument's monopolar yaw pulley.

Manufacturer narrative:
The instrument has not been returned for evaluation. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: a sparking event occurred while the customer was using the permanent cautery spatula instrument, per the original information reported by the customer. No injury to the patient occurred.

Event description:
On (B)(4) 2014, intuitive surgical inc. (Isi) received a medwatch form with the following information: during robotic hysterectomy case, an internal failure of the spatula instrument ((B)(4)) occured. It started sparking when the power was applied. Instrument immediately removed and case continued with new spatula part. There was one use left on robotic spatula - davinci. Instrument taken to sterile supply then to biomed for safekeeping. No patient harm noted per the robotic team. Intuitive surgical inc. (Isi) has made several attempts to contact the site to obtain additional information concerning the reported event, however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received.